Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for severe spasticity. Information omitted pertaining to manufacturer report 3007566237-2016-04421 delirium/pai n/spasm life-threatening w/d it was reported that after the pump was replaced, the patient did not improve. It looked like he was slowly getting better. He was able to eat small amounts, so they took away his oral baclofen and the next morning it was like the worst all over again. He had delirium and screaming and aching in pain. The hospital decided they no longer wanted the patient there, so he was sent home. Within a few days of being home, he went back to all the symptoms and was admitted to the hospital. It was decided that he needed the catheter replaced in his spine, finally, thinking it had a leak. When they took it out it fell apart in their hands.